Manufacturer narrative:
Eval summary: as returned, the device is fractured. Based on lot number, the device has a potential field age of less than a year and has been used an unk number of times during that period. Impactors become damaged through repeated use in the form of impaction. Normal wear and tear is the most likely cause of failure. Device history records indicate all components were manufactured and inspected to specification. Dimensional readings are conforming to print specifications. No mfg abnormalities could be detected by either method.

Event description:
It was reported that impaction pad of inserter/extractor broke during use.